Event description:
It was reported that during preparation for pci procedure, the shaft of the express2 monorail coronary stent delivery system broke. The lesion being treated was located in the right coronary artery (rca). Following removal from the packaging, a separation of the shaft occurred 12 inches from the distal tip. The event occurred outside of the pt and the device was not used. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.